Event description:
It was reported that the pt experienced withdrawal from spinal opioid; the symptoms were not specified. The hcp attempted to aspirate from the side port and was unsuccessful; the catheter was occluded. The distal portion of the catheter was revised. The pt outcome was reported as "ongoing" as the pt was having difficulty with a csf leak, but it was resolving. The type of medication, concentration, and daily dose being administered via the pump was not reported; device registration system indicates morphine. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
.